Manufacturer narrative:
The event is currently under investigation.

Manufacturer narrative:
(B)(4). Investigation- a review of the complaint history, instructions for use, quality control and trends was conducted for the purpose of this investigation. The complaint device was not returned for investigation. The customer did not provide rpn or lot number for the complaint device. Based on the description of the complaint event, it is assumed that a uterine polyp snare is the complaint device. As the customer not provide a lot number, a search of production nonconformances cannot be completed. Complaint history has shown that there have been complaints in the past in which the loop separated within the patient; however, the root cause of these events are undetermined. The solder joints are inspected 100% for cracks. Without further information of the event, the root cause is inconclusive. The appropriate internal personnel have been notified.

Event description:
Breakage occurred during a cauterization procedure. When the electrode was pulled out, part of the loop was missing on one side. This was potentially risking the loss of the metallic part in the uterine wall and risk of uterine perforation. Additional information was requested but not provided at the time of this report.

Event description:
Breakage occurred during a cauterization procedure. When the electrode was pulled out, part of the loop was missing on one side. This was potentially risking the loss of the metallic part in the uterine wall and risk of uterine perforation. Additional information was requested but not provided at the time of this report.